Manufacturer narrative:
(B)(4). Similar complaints for implant infection have been previously investigated. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or non-conformances identified. A device history review was performed and no related nonconformances were noted which could have caused or contributed to the event. Also, a complaint history search was performed using our complaint handling system and t one related complaints for this product lot was identified. It was reported that the patient implant site developed and infection the reported complaint cannot be verified. A definitive root cause for this complaint could not be determined. Osseointegrated dental implants are an important tool in prosthetic dentistry and provide edentulous patients with alternative replacements for teeth. Although most implants are extremely successful, with survival rates of up to 98% for implants placed in controlled clinical settings, implants can fail. One of the main reasons for this minor defect rate is attributed to infection, which is likely due to related patient factors (i.e. Insufficient oral hygiene, genetic predisposition). Dental implant infection is a well-documented, previously investigated failure which is currently trended on a monthly basis. Current implant design and manufacturing risk documentation assess dental implant infections as potential failures with adequate controls in place. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for the infection of an implant have not identified any signals indicating potential non-conformances impacting the manufacturing and sterilization processes. With no signals indicating a systemic quality issue, no escalation to CAPA is required. (B)(4).

Event description:
It was reported that the patient developed infection and pain in the tooth site.